Event description:
Boston scientific received information that the patient was admitted to the hospital after receiving seven shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient was in heart failure and was intubated. It was also noted that the patient had an infection and was treated with intravenous antibiotics; no surgical intervention was necessary. Boston scientific technical services (ts) was contacted to aid the clinician in performing an interrogation. Upon interrogation it was found that the shocks were appropriately administered for ventricular tachycardia (vt). The patient subsequently underwent a vt ablation and the device was reprogrammed. The post ablation device check indicated normal device function. It was noted that the patient has many other medical conditions unrelated to the s-ICD. The s-ICD and electrode remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.